Event description:
The customer stated a field service representative (fsr) was onsite to troubleshoot low phosphorus results on the architect c8000 but the issue continues to occur. A follow-up fsr visit was requested. Ten patients generated results of <0.1 mg/dl (low linearity of 0.1 mg/dl validated by the customer) and when the samples were retested on another architect c8000 analyzer, results were within normal range (2.3 - 4.7 mg/dl). This report is to document patient #7 of 10 who generated an initial result of <0.1 mg/dl and a retest result of 3.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
R2 reagent carousel components damaged, not specified field service discovered r2 reagent carousel components were damaged which caused the reagent positioning to be off. Repairing the components resolved the issue. No other issues were reported after repairs were made. The architect system operations manual contains adequate troubleshooting information for inconsistent results. The current rate for architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. No adverse trends in association with the complaint issue were identified. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is the final report.